Manufacturer narrative:
B5: change to: an unspecified quantity of devices (previously reported as one). H10: change to: the user facility submitted medwatch mw5146249 for this event (previously reported as, f2: uf / importer report number - mw5146249). H10: the reported lot number was not recognized therefore, a batch review could not be performed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
F2: uf / importer report number - mw5146249. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked while attached to the bag. This event is further described as, ¿vial does not reach the bag appropriately when attached to a vialmate adapter¿ and that ¿the nurse does their part to connect then the bag leaks slowly around the vial product¿. This event occurred during setup prior to patient use. There was no patient involvement. No additional information is available.